Event description:
Additional information was received that the patient passed away on (B)(6) 2021. The death was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient's outcome could not be conclusively established through this evaluation. A review of the submitted log file from (B)(6) 2021 to (B)(6) 2021 found that the pump maintained a stable speed above the low speed limit without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log file. It was reported that the pump would not be returned and that the patient's outcome was not device or therapy related. Multiple requests for additional information regarding this event were submitted to the account; no response was received. It was later communicated that no additional information could be provided by the customer. The heartmate ii lvas instructions for use (IFU) lists stroke, bleeding (perioperative or late), and respiratory failure as adverse events that may be associated with the use of heartmate ii lvas. This document provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 ¿introduction¿ of this document lists death, stroke, bleeding (perioperative or late), and respiratory failure as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 19jul2017 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of a large head bleed and intubation could not be conclusively established through this evaluation. A review of the submitted log file from (B)(6) 2021 - 22mar2021 found that the pump maintained a stable speed above the low speed limit without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU),, is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding (perioperative or late), and respiratory failure as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate ii lvas instructions for use (IFU) lists stroke, bleeding (perioperative or late), and respiratory failure as adverse events that may be associated with the use of heartmate ii lvas. This document provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information and device serial number have been requested but not yet provided.

Event description:
It was reported that the patient presented to emergency department with change in mental status. Computed tomography scan showed a large head bleed and the patient was intubated. Log file analysis captured a few clusters of pulsatility index events as well as routine power source changes.